Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was damage to the response button cable. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor's response buttons were non-functional.